Event description:
It was reported that the pump had migrated. The patient had received moderate pain relief with the pump. After the pump migrated, pain relief effect was lost. The pump ket migrating; was assessed that the best solution would be to remove the pump. The pump was explanted in 2007 and not replaced. Reason for non-reimplant; "stopped using medical device in favor of alternate therapy". The pump had been used to deliver hydromorphone.